Event description:
It was reported that while using bd synapsys¿ the customer experienced an application problem affecting culture reading workflow. It appears that the samples were locked by the application. This event occurred 1 time(s). There is no indication that false results were reported to health care practitioners. There is no indication of patient impact. The following information was provided by the initial reporter: "customer says samples are locked when she not using it.", "synapsys sample locked."

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report 1119779-2022-00517 was sent in error. There was no report of serious injury, medical intervention, or reportable device malfunction. Therefore this is not considered to be a reportable malfunction.

Event description:
It was reported that while using bd synapsys¿ the customer experienced an application problem affecting culture reading workflow. It appears that the samples were locked by the application. This event occurred 1 time(s). There is no indication that false results were reported to health care practitioners. There is no indication of patient impact. The following information was provided by the initial reporter: "customer says samples are locked when she not using it.", "synapsys sample locked."